Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical confirmed the issue and it is a user fault. The customer stated that there are no signs of technical problem with the device and it is in use without any further issues. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file shows no signs of a technical issue; trends must be assess by a clinical application specialist. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 was having an alarm - targetvent minimal pressure reached while on patient. The patient was well ventilated in psv mode with targetvent, ariway pressure of 20-21 mbar and peep of 6 mbar but after a soft coughing and subtle pressing of the patient, the vtexp has risen to 40 ml. It has then regulated down the pressure to the set minimum of 5 mbar, what resulted in a ppeak of 11 mbar. The patient reacted with a bradycardia (60 ppm) and the spo2 dropped to 68%. The support pressure remained low and didn't increase, respectively increased too low. The caregiver has then decided to tentatively disabled and re-beaten with psv. The oxygen concentration had to be increased briefly but there was no patient harm associated with the event.